Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Visual analysis of the photographs identified: rupture : cannot be observed. Additional observations: red article observed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This record relates to the right side.